Event description:
The ensure was highly recommended and I was told it was better than the tubal ligation and every since I have had it in; I have had debilitating pain and bleeding every day. Since I had it put in.